Event description:
On (B)(6) 2022, the patient underwent treatment of an internal iliac artery aneurysm using a gore® viabahn® vbx balloon expandable endoprosthesis and a gore® dryseal flex introducer sheath. It was reported the access site was the right common femoral artery using a 12 f dryseal flex introducer sheath and a abbott tad ii guide wire. The 12 f dryseal introducer sheath was noted to be introduced into a 16 f dryseal introducer sheath for additional support due to a tight turn. The distal tip of vbx device met resistance at the distal end of the sheath but could not be advanced out of the sheath. The physician also met resistance while withdrawing the device back through the sheath. Eventually, the catheter was removed and it was identified the stent graft separated inside the sheath. Once the delivery system was out of the patient, it was noted there was a kink in the gore® dryseal sheath. It was noted there was no damage to the package or device during back table preparation of the device. It was reported the physician suspects the kink in the sheath is the reason for the resistance during withdrawal requiring increased force, and the separation of the device from the delivery system. The procedure was completed using a 12 f terumo nagare sheath and another vbx device. No impact to the patient was reported.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation results: no items were available to directly evaluate product performance relative to the reported information. The reported information of difficulty or inability to insert endoprosthesis through the introducer sheath could not be independently confirmed as no items, including product or clinical images, were returned for a direct assessment of product performance. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿do not use a kinked introducer sheath. A kinked introducer sheath may increase the force necessary to advance the endoprosthesis to the desired location.¿